Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 5 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient performed a system controller exchange at home after the lvad system produced a pump stoppage alarm. The patient was seen at a local hospital for evaluation. No other alarms were observed after the patient exchanged the system controller. A log file reviewed by the manufacturer's technical service representative confirmed pump stoppage events. It was reported that the patient had a previous external distal end percutaneous lead (driveline) replacement last year. It was reported that no additional pump stoppage events occurred since the system controller was exchanged. The patient does not want a device exchange at this time. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported event could not conclusively be established. The submitted system controller log file contains data from 04:05:54 am through 06:20:10 am on (B)(6) 2017. The pump appeared to have operated as intended above the low speed limit until the driveline was disconnected at 06:18:40 am. The white and black power cables were disconnected at 06:13:37 am and 06:19:55 am, respectively, resulting in no external power alarms. The events appear consistent with a system controller exchange. The log file also captured three transient low flow hazard alarms, corresponding with the estimated flow decreasing to 2.4 lpm (below the low flow threshold of 2.5 lpm). A specific cause for the low flow events could not be conclusively determined through this evaluation, and the evaluation of the log file could not confirm an issue that would have resulted in a pump stoppage. The patient remains ongoing on vad support and no further issues have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.